Event description:
It was reported that balloon rupture occurred. A 6.0mmx20mmx135cm (4f) sterling balloon was advanced for dilatation. However, the balloon was pierced. No complications reported.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. B3 - date of event: the event date of 01dec2023 is estimated based of the aware date of 04dec2023 as the exact date was not reported. Device evaluated by MFR: the sterling balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the guidewire lumen 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a hole in the guidewire lumen which would cause the balloon the fail to inflate.

Manufacturer narrative:
B3 - date of event: the event date of 01dec2023 is estimated based of the aware date of 04dec2023 as the exact date was not reported. Device evaluated by MFR: the sterling balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the guidewire lumen 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a hole in the guidewire lumen which would cause the balloon the fail to inflate.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx20mmx135cm (4f) sterling balloon was advanced for dilatation. However, the balloon was pierced. No complications reported.

Manufacturer narrative:
B3 - date of event: the event date of (B)(6) 2023 is estimated based of the aware date of 04dec2023 as the exact date was not reported.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx20mmx135cm (4f) sterling balloon was advanced for dilatation. However, the balloon was pierced. No complications reported.